Manufacturer narrative:
Invacare was made aware of an event that occurred in finland with a 7-year-old action 3 manual wheelchair manufactured by invacare france. This medwatch is being filed in an abundance of caution due to the us manufactured myon wheelchair being similar in design and would likely have the same outcome as this event. It was noted on the day of incident, it was a very hot and the action 3 wheelchair had been in the sun just prior to the end-user being moved indoors. The invacare myon/myon jr wheelchairs user manual warns if the wheelchair is exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure handgrips do not twist on the wheelchair handle and to always check handgrips for looseness before using the wheelchair. With the available information, a root cause has not been established. Additional information and for a return of the action 3 wheelchair has been requested. If further information becomes available a follow-up medwatch will be filed.

Event description:
It was reported an end-user in a 7-year-old action 3 manual wheelchair was on a trip. The instructor of the trip was taking the end-user inside a building which had a short but steep ramp. When the instructor moved back up the ramp first, the hand grips came off the push handles of the wheelchair. The wheelchair then slid down the ramp and stopped just before a nearby wall. The end-user did not fall and was not injured.